Event description:
It was reported that poly insert exchange with possible infection.

Event description:
It was reported that poly insert exchange with possible infection.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Manufacturer narrative:
The event was not confirmed as device was not returned for analysis and no medical records were provided for evaluation. Device history review indicates all devices were manufactured and accepted into final stock with no reported discrepancies. Device history review indicates all devices were manufactured and accepted into final stock with no reported discrepancies. Review of the sterilization records verified the sterility of the reported product lots. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.